Event description:
Physician reported a right side rupture and "hole, non-specific" observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings on posterior and anterior side assessed as fold flaw opening. Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Physician reported a right side rupture and "hole, non-specific" observed during surgery. The device has been explanted and replaced.

Event description:
Physician reported a right side rupture and "hole, non-specific" observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to model #: style 10-360cc. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.